Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluated. This is an ancillary service event. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. An internal and external visual inspection revealed no problems. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device passed the electrical testing but failed the rite functional testing for multiple flls and drains being outside of specification. The device passed temperature verification testing. The device failed accuracy confirmation testing with its original piston foam. The piston foam was replaced with a test article and was able to pass the accuracy confirmation test. Inspection of the original piston foam found that the foam was deteriorated. Upon conclusion of the investigation, the direct cause of this problem was deteriorated piston foam. The deteriorated piston foam was scrapped and the device was sent for servicing. This issue is being further investigated through a CAPA. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice device failed fluid volume accuracy testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.